Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a thrombectomy procedure in the inferior vena cava (ivc) using a rotating hemostasis valve (rhv) packaged with the lightning aspiration tubing (lightning), an indigo system aspiration catheter 12 (cat12), a non-penumbra sheath and a guidewire. During the procedure, the physician noticed blood leaking through the rhv. The physician tried to lock the rhv by loosing and tightening the proximal rotor cap multiple times but blood was still seeping out. Therefore, the rhv was removed. It was also reported that the physician had no issues loosening and tightening the proximal rotor cap. The procedure was completed using a new rhv and the same cat12. There was no report of an adverse effect to the patient.